Event description:
Dislocation occurred approximately 22 months after primary surgery. Patient did not fall and no trauma evident. Centered glenosphere cocr with screw 36mm + 3 and humeral cup 36mm removed. These parts were replaced with eccentric glenosphere w/ screw 36 mm and stability cup 36 mm + 9.